Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The escape button does not give any response. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with no button response due to flattened esc button dome switch (creased). Inspected lcd connector and no unlocked connector noted. No button error alarm noted. Pump had cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched display window.